Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the customer was attempting to deliver a bolus, the touchscreen became black and was frozen. Contact stated that once the pump was plugged in the computer, the screen came back on with the "welcome to the tandem experience" start screen. Tandem customer technical support (cts) identified in the pump data log that the pump had reset unexpectedly. Contact reports that the customer's blood glucose (bg) levels (260 mg/dl) were high prior to this issue due to eating popcorn and ice cream at the movies and unrelated to the pump. A correction bolus via the pump was delivered to address the bg level. The contact reported customer would continue to use manual injections for alternate insulin therapy.